Manufacturer narrative:
Unique device identifier (UDI) is unavailable. Device manufacture date is unavailable. A software investigation analysis was initiated to determine the probable cause of the issue through archive/image analysis. Analysis found that the image was not to protocol as the top of the head was cut off. It was noted that the surgeon lifted off the probe before completing the tracer registration.

Event description:
A manufacturer representative reported that, while in a functional endoscopic sinus surgery (fess), an imprecision was observed following registration as the registration reportedly "shifted" to the right. A second medtronic navigation system was tested and the reported issue carried with it. After a few additional registrations, the site opted to compensate for the imprecision and continue with the procedure on the second medtronic navigation system. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no reported impact on patient outcome. No additional information was provided.

Manufacturer narrative:
Additional information: device unique device identification (UDI) and manufacture date provided.

Manufacturer narrative:
A software investigation analysis was initiated to determine the probable cause of the issue through archive/image analysis. Analysis found that the trace pattern did not match the face and the scan used was two months old. Analysis was inconclusive and probable cause was unable to be determined.